Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the pilot line developed a leak during patient use. The end clinician elected to extubate and reintubate with a replacement tube.